Manufacturer narrative:
The technician found the head up hydraulic valve was stuck. The technician replaced the valve to repair the bed.

Event description:
Info received indicates the head section will not articulate up.